Event description:
It was reported in a journal article that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a pocket hematoma within one month of the implant procedure. The medical or surgical intervention for treatment of the hematoma was not reported in the article. No additional adverse patient effects were reported. Evidence suggests the device remains implanted and in service. Mehdinejadshani, mahdiye, et al. (2023). "Clinical outcomes of subcutaneous implantable cardiac defibrillator implantation - iran sicd registry". Pacing clin electrophysiol. 2023;1-6. Https://doi.org/10.1111/pace.14668.

Manufacturer narrative:
A request was made for the journal article author to provide the model/serial numbers, but to date, no additional information has been provided. If pertinent information is provided in the future, a supplemental report will be submitted. This correction report is being filed to update field d1 brand name, from sq-rx pulse generator to emblem s-ICD, as the sq-rx pulse generator was never approved or shipped to iran.

Event description:
It was reported in a journal article that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a pocket hematoma within one month of the implant procedure. The medical or surgical intervention for treatment of the hematoma was not reported in the article. No additional adverse patient effects were reported. Evidence suggests the device remains implanted and in service. Mehdinejadshani, mahdiye, et al. (2023). "Clinical outcomes of subcutaneous implantable cardiac defibrillator implantation - iran sicd registry". Pacing clin electrophysiol. 2023;1-6. Https://doi.org/10.1111/pace.14668.

Manufacturer narrative:
A request was made for the journal article author to provide the model/serial numbers, but to date, no additional information has been provided. If pertinent information is provided in the future, a supplemental report will be submitted.